Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300 ml's. Cracks or other damages were not noticed on the dialyzer. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set up. Sample available.